Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿overinfusion of insulin¿ was reproduced. The device was tested for flow accuracy and it delivered with an error percentage of 18.95%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be cheese head screws were broken and motor was not secure. The mechanism assembly and m2/m3 springs will be changed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused insulin during therapy. The pump infused a volume of 10.1 ml instead of 8.7ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: it was further reported that there was no information related to patient outcome as a result of this event. Nursing leadership indicated the patient required more frequent accuchecks, labs and monitoring to ensure the bolus of insulin did not lower the patient's blood glucose too quickly. Should additional relevant information become available, a supplemental report will be submitted.